Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.

Event description:
User facility reported that the device was used with a pt. The tube was found kinked after an unk amount of time in use. The tube was exchanged with no permanent adverse effects to pt reported.